Manufacturer narrative:
H6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the stomach during a gastroscopy procedure performed on (B)(6) 2025. During the procedure, the clip unable to be deployed. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.